Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the luer connectors for the ilet infusion setup were difficult to lock onto the cartridge, occasionally requiring a wrench, while the pump otherwise functioned as intended and blood glucose was not affected. Symptoms included no clinical effects. Outcomes included no impact on daily activities and no medical intervention. Investigation included customer interview and device-use troubleshooting. Investigation of this case revealed the affected connectors were no longer available and connectors from a new box did not exhibit the issue, suggesting a lot-specific or isolated connector fitment problem. It was concluded that the reported mechanical connection difficulty was confirmed by user report, with no adverse health effects and resolution after supply replacement.